Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine in-clinic follow-up. During a firmware upgrade attempt, the pulse generator went into backup vvi mode and the upgrade procedure was stopped. The patient experienced diaphragmatic stimulation as a result of the backup operation. After a device firmware download, normal device function was restored and the patients symptoms were resolved. No further information was reported.